Event description:
It was reported that after assistance with ilet pump setup, the user disclosed a blood glucose of 279 mg/dl following a decision to withhold insulin overnight to reconnect the pump the next day and experiencing an extended setup period; troubleshooting and education were completed, the pump resumed automated insulin delivery, and there were no alerts or alarms. Symptoms included hyperglycemia without associated clinical symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, with a usage problem identified related to improper procedure and failure to follow instructions, and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.